Event description:
It was reported the filament of the freestyle libre 2 sensor remained in customer's skin and caused redness, requiring removal by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the freestyle libre 2 sensor remained in the customer's skin and caused redness, requiring removal by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was properly seated and no issue was observed with the sensor tail. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.